Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that when medication was pushed through a smiths medical portex® epidural, the medication leaked from the filter. The filter was found damaged upon assessment and was discontinued from use. There was no reported adverse effects.